Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implantable pump for non-ma lignant pain and post lumbar laminectomy syndrome. It was reported on 2016-nov-04 that the patient observed redness and pus from the abdominal incision on (B)(6) 2016. A healthcare professional (hcp) was contacted the following day on (B)(6) 2016, who advised the patient go to the emergency room. The patient presented to the emergency room and was transferred and admitted to begin intravenous (IV) antibiotics. The patient was started on vancomycin and another drug that was not provided. After a couple days inpatient the plan was to discharge the patient home with IV antibiotics of the unknown antibiotic and not the vancomycin. They stopped the vancomycin a couple of days before the patient was to be discharged and she again experienced redness and pus in the abdominal incision and discomfort. The entire system was explanted on (B)(6) 2016. It was indicated that the issue was not resolved at the time of the report. It was noted that the patient was hopeful to have a pump re-implanted as she said it was the best she had ever felt in a long time; however, she was now very fearful of this happening again. The pump contained preservative-free sterile saline and was set to minimum rate at implant ((B)(6) 2016) and was never filled with drug as that appointment was scheduled for (B)(6) 2016. It was indicated that the representative had no further information on this patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.